Event description:
The event was discovered during a routine review of pt follow-up video. A device had been implanted into the pt's lower lip. Ten weeks post-implantation, the pt complained of itchiness and swelling in her lower lip. The device was removed without incident.

Manufacturer narrative:
Due to an administrative oversight, this report is being submitted late. This event was discovered as a medical marketing specialist was conducting a routine review of follow up videos from pts on or around in 2007. The video recorded removal of a device from the lower lip of a pt. The devices had been implanted in 2006 on both the lower and upper lips. The reason for removal was (per the distributor for another country who filmed the device removal) that the pt had requested removal after the implantation site became itchy and swollen eight weeks post implantation. Information obtained from the doctor's records indicated that "exteriorization of the infusion port" necessitated the device removal, although repeated follow-up attempts with the doctor to obtain his additional feedback have been unsuccessful. The distributor confirmed that the pt was happy with the upper lip and the device was left in place. The device was removed 10 weeks post implantation in 2007, and the pt was prescribed antibiotics for ten (10) days. No evidence of infection was documented. Examination of photographs suggested that a dehiscence had occurred: the tip of the device was directly underlying the access incision and it appeared that the access incision had not healed adequately, eventually opening or dehiscing over the end of the device. To the best of our knowledge, the pt has had no further complication as a result of the removal nor from the upper lip that remains implanted. The device was not returned for evaluation. Lot history records show the lot met all release requirements.